Event description:
A customer reported via phone call indicating that their insulin pump had a low battery alarm. The patient's blood glucose level was 170 mg/dl at the time of the call. The customer did not want to trouble shoot for any of the alarms they received from their insulin pump. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was also shipped a new belt clip. The customer was advised to call back if the new battery cap did not solve the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.